Event description:
It was reported that during a stent assisted coil embolization procedure, the operator attempted to deliver the subject stent through the microcatheter to the target lesion but he encountered resistance while advancing the subject stent. When the operator tried to retract the stent back into the introducer sheath, the subject stent deployed prematurely into the lumen of the microcatheter. The operator removed the subject stent along with the microcatheter from the patient's vascular anatomy. The subject stent and the microcatheter were discontinued to use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: the stent was seen to be deployed half in the hub of a catheter with deformation to the stent. The stent delivery wire was not returned. The introducer sheath was returned intact. Functional inspection: in an attempt to remove the stent from the catheter hub the device was flushed and a patency mandrel was advanced distally through the catheter but the stent would not push out and remains stuck in the catheter hub. The reported event was confirmed based on the damaged noted to the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and the stent was noted to be deployed half way into the microcatheter shaft and was noted to be deformed, confirming the reported event. It has been shown that the introducer sheath does not have optimal seating within the hub of the microcatheter which can cause difficulty to transfer the stent and difficulty to advance into the microcatheter shaft. It is probable that the stent was damaged during the transfer attempt, causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use and to the analyzed stent deployed prematurely during use and stent deformed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a stent assisted coil embolization procedure, the operator attempted to deliver the subject stent through the microcatheter to the target lesion but he encountered resistance while advancing the subject stent. When the operator tried to retract the stent back into the introducer sheath, the subject stent deployed prematurely into the lumen of the microcatheter. The operator removed the subject stent along with the microcatheter from the patient's vascular anatomy. The subject stent and the microcatheter were discontinued to use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.